Manufacturer narrative:
(B)(4). Maude report, mw5064425, was received.

Event description:
It was reported that the patient complained about feeling discomfort after device implant. Patient complained of feeling extremely weak, very congested, unsteady in walking, whole body achiness, very light headed, had neuropathy and head numb. Patient became very sensitive. Patient mentioned about feeling heart pain while watching tv and back pain while listening to radio. An ultrasound on a sprained ankle made patient very weak and put patient in afib. Patient¿s pacemaker was turned off in 2015 but the problems still persisted. Patient was in a-fib for 11 days. Medication doses were increased but there was no change in patient¿s condition. Patient mentioned about having stroke because of a-fib. Device was explanted.